Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. The customer reported that the insulin pump was suspended. The customer declined troubleshooting for low blood glucose. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the health care provider wanted to know that what he wants to do to suspend the insulin pump.